Event description:
It was reported that the patient experienced soreness after implant of her implantable cardioverter defibrillator (ICD). The patient further reported that the right ventricular (rv) lead was "poking up under her skin." The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2006. (B)(4).